Event description:
It was reported via legal documentation that the patient had an initial left total knee arthroplasty on (B)(6) 2013, then approximately 8 years, 7 months later, on (B)(6) 2022 was surgically revised. Revision operative report of (B)(6) 2022: failed left total knee replacement. Revision of tibial and femoral implants. Findings: severe amount of distal femoral and posterior lateral proximal tibial bone loss. Severe amount of poly wear present on the polyethylene-there was a walnut size area of proximal bone loss due to osteolysis along the proximal posterior tibial -base plate was grossly loose. Along the posterior distal femur and the anterior lateral femoral implant there was severe bone loss as a result of osteolysis. Soft tissue throughout the knee joint had signs of severe osteolysis as well. Grossly lose femoral and tibial implants- removed easily with minimal bone loss. Revised to competitor¿s devices. The patient was sent to pacu instable condition. There were no intraoperative complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6); 02-010-01-0230 - logic femoral ps cem left sz 3; (B)(6); 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6); 200-02-32 - three peg patella 32mm. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
Recall number: z-0021-2022 this follow-up report is being submitted to relay additional and/or corrected information. D10: concomitants: 2846322 02-010-01-0230 - logic femoral ps cem left sz 3, 2819526 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 2730475 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04758, 1038671-2024-04756. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.